Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate results obtained using the subject device, all readings within 20 minutes of each other, however no results were provided. This complaint is being reported because the reported results may not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.